Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56, serial/lot: (B)(4), description: avista MRI perc lead kit 56 cm. Model: sc-1200, serial/lot: (B)(4), description: precision montage MRI ipg sterile kit. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced new pain in her left thigh following implantation of two scs systems. The physician requested stimulation be adjusted, but this had not helped to alleviate the patients new pain. Physician assessed that the pain was caused by the location of the lead, and the patient then underwent an explant procedure to have one of the scs systems removed. Post operatively the pain in the patients left thigh was resolved. Device will not be returned as it was discarded by the facility.